Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported " when the package was opened it was noted the wire in the plastic tubing was out of the tubing. Used another of the same to do procedure." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During the investigation it was noted per visual examination of the mandril wire, the distal solder connection separated form the coil and inner mandril wire, resulting in extreme coil elongation.